Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log of the customer's report was provided. The customer's report was observed during review of the device data logs. It was recommended the device be returned for further evaluation. Analysis of reports of this type has not identified anincrease in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.